Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd nexiva¿ diffusics¿ closed IV catheter system when advancing it. The following information was provided by the initial reporter: "this morning we had a catheter that malfunctioned, with one of our most experienced IV start nurses (who actually has done float work in IV therapy.) She said when she went to advance the catheter after she had blood flow, the catheter actually ended up coming above the skin ¿.. Something she had never seen before."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd nexiva¿ diffusics¿ closed IV catheter system when advancing it. The following information was provided by the initial reporter: "this morning we had a catheter that malfunctioned, with one of our most experienced IV start nurses (who actually has done float work in IV therapy.) She said when she went to advance the catheter after she had blood flow, the catheter actually ended up coming above the skin ¿.. Something she had never seen before."